Event description:
(B)(4).

Manufacturer narrative:
More information and exchanged parts have been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).